Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The failure occurred during use. The cardiohelp device was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2024-01-1/24. No parts were replaced. The fst analyzed the errors, and it was found that the oxygenator had been removed to use in emergency drive. The fst performed inspection without any faults being detected. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿pump disposable error ¿ stop¿. ¿no disposable detected¿ and ¿pump stopped¿ could be confirmed on the date of event, 2024-01-18. According to the fst, the root cause was that the hls set was transferred to the emergency drive without decreasing the flow to zero before disconnecting . Additionally, according to the risk file v24 of the cardiohelp device, the following root causes can lead to the reported failure: user does not properly attach the device components and/or accessories. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter 5.3.1, instruction for use (IFU) of the hls module advanced. In reference of the current IFU for disposables the following is stated in chapter 5.3.1 "safety instructions for the oxygenator", incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The review of the non-conformities has been performed on 2024-02-01 for the period of 2014-11-28 to 2024-01-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-28. Based on the results the reported failure " pump disposable error" could be confirmed, but is not related to a malfunction of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The failure occurred during use. The cardiohelp device was exchanged. No harm to any person has been reported. Complaint ID # (B)(4).